Event description:
It was reported when speaking with the surgeon at a customer visit, the surgeon stated that during a laparoscopic cholecystectomy procedure, the clips were falling out of the device. This occurred between the first and fifth clip. The surgeon completed the procedure with the device with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.